Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Explant date: (B)(6) 2020.

Event description:
It was reported that the patient underwent an explant procedure due to pain patterns have changed and scs (spinal cord stimulator) was no longer providing adequate pain relief. The explanted device will not be returned. No further information has been obtained despite good faith efforts.